Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The patient effects of shock and tissue injury, are listed in the electronic perclose prostyle instructions for use (eifu), as potential adverse events of use of the device. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Factors that may contribute to malposition of device (failure to deploy) the suture include, but are not limited to, an interaction of the device with patient anatomy, friable vessel, or tensioning angle is not being coaxial due to circumstances of the procedure. In this case, based on the reported information of macerated vessel, it is likely that the vessel was friable, causing the suture to pull through the vessel causing the tissue injury, bleeding, and the shock. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a large-bore artery (>8f) sheath hole prior to a transcatheter aortic valve implantation interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was not upsized and the procedure was completed. Reportedly post procedure, after successful deployment of the 2 prostyles, the devices failed to achieve hemostasis. Angioseal was deployed, however the patient experienced an active heamogenic shock and surgical cut-down was performed to ligate the arteriotomy. It was noted that the prostyle sutures were found above the artery and also macerated the artery. Surgical intervention was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.